Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a leakage at site within last month. The blood glucose level of the patient at the time of event was 180-200 mg/dl. Moreover, the infusion set was used for one day and site location was patient's abdomen. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.